Manufacturer narrative:
The proximal section of the catheter was returned for evaluation with approximately 17.1 cm of the distal segment missing. The separation site has the appearance of expanded circumferential dilatation consistent with bursts that may occur during angiographic injections. Based on the investigation, the catheter appears to have ruptured during angiographic injection when the undetected kink, or other obstruction, of the catheter was present, which resulted in pressures exceeding the limits of the catheter, and this was not detected until onyx delivery. This failure mode may significantly weaken the catheter, making it prone to eventual tensile separation during removal. Results: catheter separation.

Event description:
Treatment of an avm. During onyx injection, it was reported that onyx was seen exiting proximal to the tip of the catheter. The injection was stopped and the catheter was removed. No patient injury reported. Same event as MDR # 2029214-2009-00220.